Manufacturer narrative:
(B)(4). The device was serviced by a baxter service technician and the evaluation is in progress. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.

Manufacturer narrative:
(B)(4). The device was serviced by a service technician. This is an ancillary service event opened during investigation of (B)(4). The root cause of the corrosion on the power cord is unknown. No repairs have been performed at this time. If any additional information is received, a follow up MDR will be sent. Conclusion: was selected because this is the most applicable code to the problem. The problem was confirmed. However, the problem cannot conclusively be assigned to a human factors issue. No further testing has been completed at this time and no repairs have been performed as the referenced device has been removed from service.

Event description:
During product evaluation by a baxter service technician, a flogard volumetric infusion pump was found to have corrosion in the ac power cord. This was not reported by the customer. This condition had the potential to interrupt delivery. There was no patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is associated with this event. No additional information is available.